Manufacturer narrative:
Alleged failure: cut out at a critical moment of the case. Probable root cause: scaler/descaler board; power supply; ac inlet board; connectors; firmware; switch board; available channel; software not properly upgraded by flashmaster; prescan incorrectly eliminates channels; use error. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the monitor cut out during a critical moment of the case.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the montior cut out during a critical moment of the case.